Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. During the explant, it was noted that the balloon was leaking. No patient complications were reported.